Event description:
Pt with history of diabetic neuropathy underwent repair of fracture left ankle with insertion of hardware in 2005. Discharged home with cast. Readmitted about two months later with septic charcot joint & abscess mid left calg. To or for explant of the hardware with incision & drainage with drain insertion.